Manufacturer narrative:
The pump was returned to animas and the eval revealed that the up arrow button was intermittently responsive to button presses. The keypad was removed and contamination was observed under all key contacts.

Event description:
The patient reported that the up arrow button was intermittently responding on the keypad. The reporter denies damage to the keypad and exposure to water or cleaning solvents.